Event description:
Procedure: gastrectomy. According to the reporter: the anvil was set in the duodenum side and stapler was set in the esophagus side. After firing, the twist knob was turned twice, but neither audible nor tactile click was confirmed. The device was removed from cavity, and the surgeon noticed the doughnut ring on the esophagus side was missing. A purse-string suture was redone with psi forceps and anastomosis was redone with eea25. Reconstruction was performed by roux-en-y method.

Manufacturer narrative:
(B)(4).